Manufacturer narrative:
The ratcheting handle was returned to the manufacturer for analysis. Analysis found that the end cap had broken off and is missing. Otherwise, the instrument retention and ratchet mechanisms are intact and functional. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the ratcheting handle cap came off the handle during sterile processing. There was no patient present at the time of the event.